Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has unresponsive buttons. The customer's blood glucose reading was unknown. The customer state the buttons needed to be pressed multiple times, to get a response. The insulin pump will be returned back for analysis.